Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the pulse generator exhibited backup vvi mode. After a device reset normal function resummed. The patient did not experience any adverse consequences. The device remained implanted.